Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and subsequent leak. The event cause and timing could not be conclusively determined.due to its positioning, the damage on the commutator cap could not be conclusively linked to the observed false low abnormality in the rotational sensor data. These observations did not affect pod functionality or insulin delivery. Data review revealed no evidence of the system struggling to deliver insulin to the user. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 340 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.